Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when the even occured? Before the surgery/during the surgery? What is the name of the initial procedure? What was used to complete the surgery? Could you please provide lot number?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle came away from the suture during the procedure. There were no adverse patient consequences reported.